Manufacturer narrative:
Analysis is ongoing.

Event description:
It was reported that during the implant procedure, the physician experienced difficulties inserting the terminal pin into the header barrel. The physician felt that the lead wouldn't advance beyond the first contact point leaving it approximately 5mm short of successful insertion. The physician elected to remove the device and replace. The replacement device was connected to the existing lead without further difficulties.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed that the seal plug was intact. The setscrews operated normally, and the spring connectors and setscrew terminal block appeared normal. An electrode was inserted into the barrel with no difficulties. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.